Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received replacement equipment and then tried to charge about a week ago and found they couldn't. They last charged about 6 months ago. They spoke with a manufacturer representative (rep) "like 2 days after I received the equipment" and clarified it was in march. They said rep told them how to do the reset and now sees a por message. They were told that the ins might have to be replaced. Patient services (pss) helped pt use the mystim and they said the por code is a warning por so pss couldn't help them clear it. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that caller stated they were unable to communicate with ins with tablet, patient programmer and recharger. Caller stated that patient stated they had charged ins to full with 8 coupling bars. Technical services (tss) reviewed that ins may have gone back into overdischarge and while explaining this, caller performed antenna locate and saw average around low-mid 80s. Caller then attempted normal recharging session and received eos message. Bypassing the message, showed normal charging screen with first quartile of ins charging with 8 boxes. Tss reviewed that with eos appearing prior to 9 years, ins must have incurred three overdischarges. The patient is going to schedule a replacement battery with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.